Manufacturer narrative:
The reported event was duplicated. It was confirmed by the service technician through functional evaluation the device caused a bias current error to be displayed during testing. Upon disassembly, the technician found the motor assembly, including the press plug, was corroded.

Event description:
It was reported that during a procedure at the user facility the remb sagittal saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.